Event description:
It is reported that "black foreign matter" was observed in the header of a revaclear 300 during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a black foreign particle in the dialyzer header. The particle appeared to be loose. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification and origin of the particulate could not be determined without analysis of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.